Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11april2019. The service engineer (se) inspected the device. The se replaced the distribution connections panel to address the issue and the ventilator was returned to use.

Event description:
It was reported that the ventilators battery was not functioning and the unit would not switch on. No patient involvement. Event date not specified, estimate used.